Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative. It was reported that the patient went to the office and the programmer would not sync with the ipg. The office gave him a loaner that worked. Rep stated they told the patient to call patient services to return the old one and get a new one.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer, via a manufacturer representative (rep), regarding a patient with an implantable neurostimulator (ins) for non-malignant pain and radiculopathy. It was reported that there was poor communication and the patient was unable to connect to the ins with the patient programmer (pp). The patient reported they hadn't seen any elective replacement indicator (eri)/end of service (eos) messages. The rep walked the patient through troubleshooting over the phone including moving the antenna/pp around, putting it right over the ins, feeling for the battery, but the patient continued to see the poor communication screen. The patient had been using the antenna so the rep had the patient attempt to sync without it and the patient still couldn't connect. The rep indicated they met with patient about 2 weeks prior and at that time the physician programmer communicated with the ins and the rep didn't notice any eri/eos messages. The rep said they highly doubted the ins had reached eos already and indicated that the physician typically programs patients with 3 anodes, 1 cathode at 450 pw, 50 rate but the rep didn't have the patient's exact settings to do a longevity estimate. The rep indicated that they were going to have the patient go to the clinic to interrogate the ins. No symptoms were reported. No further complications were reported/anticipated.